Manufacturer narrative:
(B)(4).

Event description:
It was reported that a (B)(4) transmission revealed noise reversion episodes on the right ventricular lead. Review of the electrograms revealed noise on the lead resulting in pacing inhibition. The lead also exhibited a decrease in sensing. The patient's condition was fine. No intervention was performed at this time; the patient would continue to be monitored.